Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Device was not returned to manufacturer.

Event description:
It was reported that the lead had an apparent fracture. The lead integrity alert was triggered. At the time of lead explant a small cut was noted in the outer insulation of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.